Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus; therefore, the reported event could not be confirmed. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the reported issue of error e13 (no image) was not confirmed; error code 315 was not evident when the endoscope was connected to the stack system. When the plug body was disassembled, fluid ingress was not evident throughout the plug body and did not trigger either of the pink moisture indicators. Additionally, the following additional findings were noted: lens has chipped, light cover glasses adhesive was worn, optical cover glass adhesive worn, bending section cover glue has worn, aspiration housing was worn, angulation was out of specification, angulation had play, and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during maintenance of the device, the customer¿s evis exera iii colonovideoscope displayed an e315 error code (no image). There was no patient involvement associated with this event, as the device was not used in a procedure.